Event description:
It is reported that upon insertion of the liner during surgery on (B) (6) 2009, it was noted that the locking ring did not lock the liner. A second cup was opened and the ring snapped out. New ring locked the liner in.

Manufacturer narrative:
Eval summary: the returned locking ring is severely bent and twisted. The returned shell from which the ring was swapped shows no signs of damage. It is unk if the instructions on assembling and impacting the liner into the shell described in the surgical technique were followed. Cause cannot be definitely determined. Device history records indicate all components were mfg and inspected to specification.